Event description:
The provider states the chair, according to the consumer, the left brake will not hold and the joystick isn't displaying an error. He states the end user, if stopped on a hill, will turn to the left due to this issue. No injuries noted.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.